Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model md800j vena cava filters allegedly experienced patient device interaction problems. This information was received from various sources. The alleged malfunctions each involved a patient with no known impact to the patient. One patient was reported as male and another patient was female. Two patients ages ranged from 71 to 85 years. The weight of both patients were not provided.

Manufacturer narrative:
H10: two lot numbers were provided and lot history reviews were performed. The devices were not returned. For both malfunctions, medical records were provided. For one malfunction, images were provided. For both malfunctions, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The devices were not returned. For one malfunction, images and medical records were provided and reviewed. Four days post filter deployment, CT revealed ivc filter at superior l2 to mid l3 and indicated 2/3 perforation and posterior strut of the filter abutting mid l3 vertebrate body. Approximately two years later CT revealed grade 3 perforation and posterior strut of the filter abutting mid l3 vertebrate body and ventral wall of duodenum. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model md800j vena cava filters allegedly experienced patient device interaction problems. This information was received from various sources. The alleged malfunctions each involved a patient with no known impact to the patient. One patient's age, weight, and gender were not provided; the other patient was reported to be an (B)(6) year-old male whose weight was not provided.